Event description:
Multi-access catheter used for surfactant administration could not be passed down the ett (endotracheal tube) further then 14cm. Catheter seemed to be stuck at this point. New cath was placed and passed without a complication.